Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post implant, the patient presented in hospital experiencing presyncope. Electro cardiograms revealed the right ventricular lead exhibited intermittent capture. Computed tomography scan confirmed lead perforation; there was no tamponade. The lead was successfully repositioned. There were no adverse consequences to the patient.